Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection (inj) vancomycin (1 gram, stat and then repeat on every fifth day up to 14th day and route not reported), inj. Ceftazidime (1 gram, everyday up to 14th day and route not reported) and inj. Heparin (on every exchange, dose and route was not reported) for the event of peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.